Event description:
Info received indicates the head of the bed is not going down, but when lowered using the CPR function, the head section would rise unintentionally.

Manufacturer narrative:
The technician found a short in the siderail cable. The technician used a cable service kit to repair the bed.